Event description:
During clipping in the oesophagus post biospy due to bleeding, the physician used a cook instinct plus endoscopic clipping device. It was reported that the clip was open upon exiting the scope and was pushed into the mucosa, different site as the biopsy site. It perforated the mucosa. The clip was deployed successfully. An unintended section of the device did not remain inside the patient¿s body. The oesophageal perforation resulted in patient being transferred to ICU.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the endoscopic images provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the images provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and images describing the event. Images 3-12 show the path the endoscope is taking to get to the desired targeted site. Image 13 shows the injury that occurred due to the clip malfunction. Images 14-20 show the injury site with the endoscope and once clips have been applied. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the endoscopic images provided confirmed the report. However, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states: "advance device into contact with the targeted site. Note: ensure clip is not advanced into tissue with excessive force. Precaution: advancing device into tissue with excessive force may cause device to lacerate tissue during approximation." Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. There have been no other reported occurrences similar in nature during the time period reviewed. Therefore, this represents an isolated occurrence. Based on this review, the likelihood of this report is remote. Quality assurance will continue to monitor for complaint trends.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag with an open pouch from the lot number provided in the report. The label matches the product returned. Endoscopic images were provided and reviewed. Images 3-12 show the path the endoscope is taking to get to the desired targeted site. Image 13 shows the injury that occurred due to the clip malfunction. Images 14-20 show the injury site with the endoscope and once clips have been applied. Our laboratory evaluation of the product said to be involved confirmed the report as it was described. The device was returned without the clip component. During functional testing the device was advanced into the accessory channel of a pentax colonoscope (2.8 mm channel) which was placed in a simulated lower gi position. The tip of the endoscope was retroflexed to simulate worst case scenario. With handle manipulation, the drive wire was observed to move freely inside the outer sheath. A visual examination of the drive wire, catheter attachment, and coil catheter (distal end device components) showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the endoscopic images provided and returned device confirmed the report. The clip had been deployed and was not included in the return. A definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use states: "advance device into contact with the targeted site. Note: ensure clip is not advanced into tissue with excessive force. Precaution: advancing device into tissue with excessive force may cause device to lacerate tissue during approximation." Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. There have been no other reported occurrences similar in nature during the time period reviewed. Therefore, this represents an isolated occurrence. Based on this review, the likelihood of this report is remote. Quality assurance will continue to monitor for complaint trends.